Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. Reportedly, the pump emitted a low battery alarm and replace battery alarm at the same time at 7:22 on (B)(6) 2013. The pump again alarmed for low battery several hours later. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: the ¿low battery¿ warning and ¿replace battery¿ alarm was noted in the black box on 06/30/2013. A ¿low battery¿ warning and a ¿replace battery¿ alarms were reproduced for the investigation. Both occurred at the correct voltage. Both recorded it the correct order. A 10unit audio and 10unit normal bolus was successfully performed on the pump. Both were accurately recorded in the pump history. No alarms occurred during testing. The reported complaint was unable to be duplicated during testing.